Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock. Upon review of the episode, right atrial (ra) noise and oversensing were observed, which were noted to be indicative of respiratory rate trend (rrt) oversensing. The shock appeared to be appropriate due to the patient's ventricular fibrillation (vf). The ra impedance measurements had been stable and within normal ranges. Troubleshooting was performed and the device was reprogrammed to resolve the episodes of noise. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.